Event description:
Ous MDR - it was reported that approx. 76 months after the implantation the pacing impedance decreased (< 200 ohms). X-rays during the revision showed no lead abnormality. The proximal section of the lead was returned for analysis. The lead was capped and a new lead was implanted.

Manufacturer narrative:
The returned lead had been cut through about 12 cm distal of the is-1 connector pin and was only available in fragments, as mentioned in the complaint. Only the proximal part of the lead was returned for analysis. The distal part of the lead, including the shock electrode and the tip electrode, were not returned for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the cut through the lead, no damages were found. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.